Event description:
Following multiple attempts to position the novasure disposable device during an attempted endometrial ablation and an unsuccessful cavity integrity assessment (cia) test, the physician removed the device and performed a hysteroscopy. The results of the hysteroscopy were not conclusive, but because a uterine perforation was suspected, the procedure was abandoned. The patient was given prophylactic antibiotics and was discharged home. The patient was seen by the physician on (B)(6) 2010. The physician reported "the patient is doing great". A hysteroscopy was performed prior to the attempted ablation, as was a dilatation and sounding with a metal sound (not a hologic device). It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The device is not being returned, therefore, a failure analysis of the complaint device can not be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review could not be conducted for the disposable device or the radio frequency controller (rfc) as a lot and serial numbers were not provided by the complainant. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).